Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. Patient was under (B)(6), which is off-label usage of the device. The pediatric patient¿s cgm displayed urgent low, the parent treated the patient with sugar water; however, after 15 minutes, the patient¿s cgm continued to display urgent low. A bg was performed which was in the 400s mg/dl. The parent calibrated the cgm but it continued to display urgent low. A second bg was performed and displayed 534 mg/dl in which the patient was hyperglycemic. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.